Manufacturer narrative:
H.6. Investigation summary: material #: 367884. Lot/batch #: 2109095. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tubes customer found the cap was curved. The following information was provided by the initial reporter. The customer stated: ¿rubber tube cap was curved¿.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tubes customer found the cap was curved. The following information was provided by the initial reporter. The customer stated: ¿rubber tube cap was curved¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.